Event description:
It was reported that during a da vinci-assisted endometriosis resection surgical procedure that the wrist of the maryland bipolar forceps instrument was not working properly. The intuitive surgical, inc. (Isi) clinical territory associate (cta) reported that the site reseated the instrument and drape, with no change. The isi technical support engineer (tse) viewed the system logs and did not note any errors. The tse recommended that the site return the affected instrument. The procedure was completed with no reports of patient injury. Intuitive surgical, inc. (Isi) made a follow-up attempt to obtain additional information, however, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the wrist of a maryland bipolar forceps instrument was not working properly, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) followed up with the isi clinical territory associate (cta) and was advised that the issue did not return once the instrument was replaced. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.